Event description:
It was reported after an unrelated coronary procedure that the right atrial lead had lost capture. A chest xray was completed to confirm no lead integrity issues visualized. The lead was capped on (B)(6) 2021 and replaced. The patient was asymptomatic and stable.